Event description:
It was reported that high defibrillation impedance was observed on the right ventricular lead. A lead fracture was suspected but not confirmed. The device was reprogrammed to resolve the event and the patient was stable.